Manufacturer narrative:
H.6. Investigation summary: bd received 3 samples from the customer in support of this complaint. The samples were evaluated by visual examination and the indicated failure modes of insufficient additive and incorrect placement of additive with the incident lot was observed. Additionally, retention samples from bd inventory were evaluated by visual examination and the issues of insufficient additive and incorrect placement of additive was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure modes of insufficient additive and incorrect placement of additive. Bd determined that the root cause of the indicated failure mode was attributed to the manufacturing process.

Event description:
It was reported when using the bd vacutainer® lithium heparinn blood collection tube there was insufficient additive quality and poor barrier separation of the sample. The following information was provided by the initial reporter. The customer stated: "the tubes additive appear to be stuck at the top of the tube where the lid is or on the side of the tube instead of on the bottom, gel also appears to be much less volume than expected." Customers follow up states this event affected "0 ¿ 5 tubes per bag. Many bags seem to have 1 or 2 tubes." Exact number of affected tubes has not been determined.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® lithium heparin blood collection tube there was insufficient additive quality and poor barrier separation of the sample. The following information was provided by the initial reporter. The customer stated: "the tubes additive appear to be stuck at the top of the tube where the lid is or on the side of the tube instead of on the bottom, gel also appears to be much less volume than expected." Customers follow up states this event affected "0 ¿ 5 tubes per bag. Many bags seem to have 1 or 2 tubes." Exact number of affected tubes has not been determined.